Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has lost weight and the ipg is causing irritation. The patient also reported the recharge burden has increased and it has been unable to charge the system for the last month. Surgical intervention is planned to address the issue.